Event description:
It was reported that a clearlink buretrol solution set was clogged and would not allow solution to flow through the first line from the buretrol, or primary line. This occurred during priming. The reporter stated that no kinks were found prior to priming, but the solution bag was not squeezed to initiate flow. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.